Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to low blood glucose. The blood glucose reading at the time of the event was 28 mg/dl. Customer stated that she changed the set, ate dinner and left the office. Regained consciousness about 9:30pm, the paramedics were called, customer passed out in the parking lot. Customer feels it was the infusion set that caused the low blood glucose. Nothing further reported.